Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause was unknown. The patient was hospitalized for treatment and was discharged five days after the onset of event. The patient was treated with ceftazidime and cefazolin sodium (intraperitoneal, doses and frequencies were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.